Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00039 on 09-feb-2021. Additional information (16-feb-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and noted the customer used advia ammonia (amm) reagent lot 517451 for initial testing and used an alternate reagent lot 502928 for repeat testing. Based on the information provided, the quality control was in range before and after recalibration, and no issues were noted with other patient samples after recalibration with reagent lot 502928. The advia chemistry xpt system and reagents performance were acceptable. Siemens completed the investigation and concluded that urgent field safety notice (ufsn) chc21-01.a.ous was sent to outside the us (ous) customers in (B)(6) 2020. The ufsn informs ous customers of the positive bias on plasma patient results when using reagent lot 517451 and provided actions to be taken by the customer. Siemens confirmed that there were no affected kits of reagent lot 517451 sent to us customers. Section h6 (component code, investigation findings, and investigation conclusions) is updated with new codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed siemens that the advia chemistry xpt quality control (qc) results were in-range during testing. The customer provided the assay information: ammonia (amm), reagent lot 502928, siemens material number (smn) 10286035. Siemens reviewed the information provided and identified the instructions for use (IFU) for smn 10286035 are for the advia 2400 and 1800 chemistry systems, and the customer is using an advia chemistry xpt system. Siemens is investigating the event.

Event description:
Two discordant falsely elevated ammonia (amm) results were obtained on an advia chemistry xpt system. The falsely elevated results were obtained with the same patient sample during initial and repeat testing. The falsely elevated result was reported and questioned by the physician(s). The customer used a new sample from the patient to perform repeat testing on the same system. The repeat results were lower and reported to the physician(s) as the correct results. There are no known reports of adverse health consequences due to the falsely elevated amm results.